Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, continuous activation occurred. Changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2018. Batch # p93u91. The device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the electrical traces of the max hand control button were found to be damaged. This resulted in the max hand control button to be nonfunctional. It is possible that the issue on the electrical trace can caused the continuous activation issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.